Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown intrathecal baclofen via an implanted pump for intractable spasticity. It was reported the patient was having a MRI of the pelvis to rule out infection. It was unknown if the infection was related to the device. The reporter had limited patient information. It was noted the patient had altered mental status, but no further history was provided. It was asked and unknown if the change in therapy/symptoms was a sudden or gradual change. The event date was asked and unknown. The patient outcome was hospitalization. No further complications were reported/anticipated or expected.